Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of that the 24 pre-connect tubing would have been too long for this patient's anatomy, quality accepts the physician¿s observations. The tubing length specification has been validated as part of the design via clinical data and clinician feedback. The overall occurrence rate of this type of feedback remains low but will continue to be monitored. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the doctor has chosen not to use the preconnect because of the tubing length. He will only use it if the patient has an incredibly large scrotum. The tubing length is way too long.